Manufacturer narrative:
(B)(4). A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. This occurred before use. There was no patient involvement. No additional information is available.